Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-06220, 2017865-2021-06222. It was reported that the pacemaker migrated and the right ventricular and left ventricular leads dislodged. The right ventricular and left ventricular leads exhibited high capture threshold and the right ventricular lead exhibited failure to sense. The pacemaker was moved to the left side on (B)(6) 2021. The right ventricular lead was explanted and replaced on the left side. The left ventricular port was plugged. There were no patient consequences.